Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed. No conclusion could be drawn as no product was returned.

Event description:
Pt who experienced pain in the buttocks, back and left leg was part of a (B)(4) clinical study. Pt was implanted with martix and chronos strip at level l5-s1 on (B)(6) 2011. Pt first experienced back pain on (B)(6) 2011. On (B)(6) 2011, pt had increased pain and went to emergency room. X-rays were taken of the lumbar spine and compared to x-rays from (B)(6) 2011. No significant changes or deviate findings were noted. Pt left hospital on (B)(6) 2011 and received a new schedule of pain medication from the physician's office.